Event description:
It was reported that during a total thyroid procedure, the first instrument activated without the buttons being depressed. They replaced the instrument and the second instrument wouldn't pass the test. They completed the case with a third instrument with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. The device was disassembled and no anomalies were found with the activation of the device. Additionally the button assembly was disassembled and inspected for evidence associated with activation issues. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.